Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. The unit also needed new components added to replace worn internal parts. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. This is linked to mfg report number 3004608878-2020-00198 and 3004608878-2020-00199.

Event description:
This is 3 out of 3 reports. A customer reported that the rocker arm locking knob of the a1059 mayfield modified skull clamp was broken. There was no known patient injury or delay in surgery.